Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device during pm battery failed runtime test. Fse replaced batteries (B)(4). The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted if this information is provided to us. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), battery failed run time test. Battery had runtime of 109 minutes. Minimum runtime specification is 135 minutes. There was no patient involvement, and no adverse event was reported.